Event description:
It was reported that at the one month follow up visit post implant, the device longevity was less than the physician expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data from the device was returned and analyzed. Analysis of the device memory showed battery depletion. The battery voltage was indicated to be 2.952v on (B)(6) 2015. (B)(4).